Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported ongoing intermittent occlusion alarms occurred and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process intermittently. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.